Event description:
It was reported that a person using the ilet experienced persistent hyperglycemia with sensor glucose readings over 180 for several hours and a current value of 243, while a fingerstick measured 203 and a calibration was performed; the user was on a 23-inch 6 mm teflon infusion set, the removed cannula was not kinked, and all pump supplies were replaced with no visible kinks, leaks, or bubbles. Symptoms included hyperglycemia. Outcomes included on-call coaching to change supplies and a planned follow-up to verify stabilization, with no hospitalization or alarms reported. Investigation included customer troubleshooting, infusion set inspection, and review of device performance based on user report. Investigation of this case revealed no device malfunction evident from the reported checks, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.